Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? What specific surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the force to fire higher or lower than expected? How was the device removed from the patient? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any issues with second device firing? Is the patient in critical condition related to the issues experienced with the device? Please explain. What is the current status of the patient?

Event description:
It was reported that during a rectum procedure, for the anastomosis a cdh29a was used. When triggered the device, the user didn't hear the acoustic feedback, the typical "cracking" although the release lever was completely pulled to the handle. The device was difficult to remove. After checking the anastomosis, it was found that the tissue was cut, but the staple line was incomplete. The staples where unformed or found in the lumen. Ca decided to fix the rectum again with 1 ec45a and 2 ecr45g and to use another cdh29a. The patient is still in critical condition in the clinic and is observed to see if the anastomosis heals.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5av8r. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Rectum cancer. What specific surgical procedure was being performed? Tme. What healthcare professional fired the device and what is his/her experience with the device? Visceral surgeon for 20 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the force to fire higher or lower than expected? No. How was the device removed from the patient? No information available. Were the donuts inspected? If so, please describe. No information available. Was a complete transection of the cutting washer visually confirmed? No information available. Were there any issues with second device firing? Again with echelon and then with other cdh29a. Is the patient in critical condition related to the issues experienced with the device? Please explain. Yes, patient was in critical condition at the time of the complaint. What is the current status of the patient? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be within bounding of the field action. The device was reloaded with staples and additional tissue testing was performed. The device had evidence that meets the criteria for the field action. The device returned was confirmed to have an uncut washer and malformed staples when fired into indicated thickness tissue. Based on ethicon's analysis of complaints received to date and estimated device usage, the predicted occurrence of complaints for malformed staples has still remained below 0.1% as documented in the field action. Ethicon is implementing corrective actions to resolve the shift in product performance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.